Manufacturer narrative:
Review of the logfiles for the day of treatment shows during the whole day the user performed 28 treatments successfully without any error or warning. According to the treatment report the reported treatment could be linked to the 5th treatment on that day. During the reported treatment no abnormalities can be identified and the treatment was finished with good suction values and no long suction time. The user used energy settings which are within the defined tolerable arrangement of pulse energy. No warning or error messages and further no abnormalities are detectable. So no technical problems or deviations could be identified by the logfile review. No technical root cause could be identified as the logfile review shows the laser was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported unable to lift lasik flap inferiorly of the left eye. The flap appeared to be very thin around the 10-12 o'clock hour sections, and the doctor converted to photo refractive keratectomy (prk). Upon follow up, reporter indicated patient is improving.